Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. On day 30 of support, clinical reported placement signal drift. Troubleshooting efforts were carried out but did not resolve the issue and placement signal not reliable alarm was triggered. No product was returned. The data logs confirm the sensor wear pattern on 6/9 with decreasing signal not reliable values aligning with clinical details reported. The placement signal went out of range and did not recover for the rest of the procedure. The logs also confirm placement signal not reliable alarm. The root cause of the optical signal issue was most likely due to a sensor wear of the optical sensor. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that the placement signal of an implanted impella 5.5 pump began to drift coinciding with suction alarms during patient support. The pump was repositioned successfully, but the placement signal continued to drift. The signal was adjusted manually multiple times until a placement signal not reliable alarm was triggered. Support with the implanted pump remained ongoing and intervention was not required for the noted issue.